Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On (B)(6) 30th, the user contacted dario to report high blood glucose (bg) readings. The user reported bg readings in the 130 mg/dl - 140 mg/dl range on the user's dario meter compared to bg readings in the 80 mg/dl range with other glucometers at the user's doctor and at the hospital.